Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown femoral nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in germany as follows: it was reported that on an unknown postoperative date a femoral nail fractured. No further information provided. This report is for one (1) unknown femoral nail this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: monument manufacturing date: 02-jun-2022, expiration date: 01-may-2032, part number: 04.037.145s, 11mm/130 deg ti cann tfna 235mm/left-sterile, lot number: 851p324 (sterile), lot quantity: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive, lot number: 827p844, lot quantity: unknown. A DHR could not be accessed for this review. Part number: 04.037.942.2, lock prong, 130 degree tfna, lot number: 851p602, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00, lot number: 538p353, lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual analysis of the photo revealed that there was no damage or defects, the photos do not provide enough evidence to confirm the reported condition. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the shaft was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tfna fem nail ø11 le 130° l235 timo15 was cracked from one of the walls of the blade insertion hole and broken on the other side. Breakage of the nail cannot be confirmed since the fragment is still attached to the nail. There are no signs of drilling along the section of the blade insertion hole, meaning that the it was implanted according to the surgical technique guide and the edges of the fragments do not indicate any material issues, hence these are not considered to be potential factors for the identified defect. X-ray images from (B)(6) 2022 show a nail and blade construct at the left proximal femur with signs of an intertrochanteric fracture. Revision x-ray from (B)(6) 2022 shows the nail being fractured and the bone not completely healed. The patient presents extensive vascular calcifications which may indicate an underlying disease, process that could negatively influence the potential for bone union, this observation and a possible early weight-bearing could have led to failure of the implant. The tfn-advanced¿ proximal femoral nailing system (tfna) surgical technique guide was reviewed. Following relevant statements were found. Precautions: compromised vascularity in the site of proposed implantation may prevent adequate healing and thus preclude the use of this or any orthopaedic implant. A dimensional inspection for the tfna fem nail ø11 le 130° l235 timo15 was not performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tfna fem nail ø11 le 130° l235 timo15 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.